Event description:
Sales rep reported that site rite 6 ultrasound system has a delay in the image. The reported event resulted in an inconsequential prolongation of the procedure but no harm to the patient or user.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of site rite 6 ultrasound system has a delay in the image was unconfirmed. The scanner was visually inspected and was found to be in good overall conditioning and functioning normally, no delay or hesitation was observed during the evaluation. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported that site rite 6 ultrasound system has a delay in the image. The reported event resulted in an inconsequential prolongation of the procedure but no harm to the patient or user.